Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 10.7 mmol/l. Insulin pump alarmed an occlusion alarm during prime. Customer was unable to clear the alarm. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump functioned properly and passed displacement, rewind and basic occlusion, occlusion, excessive no delivery and prime tests. No motor error alarm and the motor passed motor test. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.